Manufacturer narrative:
The blower moog controller (bmc), the sensor board without the distal pressure, power supply and blower motor assembly were returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned bmc, sensor board without the distal pressure and the power supply revealed no signs of damage or contamination. No evidence of damage or contamination to the exterior of the returned blower motor assembly. The bmc and the sensor board were installed into the fi test ventilator. An operational test was performed and the ventilator boot up and delivered breaths when the ventilator boot into normal mode. The ventilator power on and off fifteen times during cycling without any failures. The ventilator then boot into diagnostic mode and passed. An extended self-test (est) was performed and passed. No failures were identified. Fi technician run the bmc and the sensor board for extended period of two hours and the ventilator operates with no errors generated. The power supply was installed into the fi test ventilator and operational test was performed. The ventilator went ventilator inoperative with error code message of air valve liftoff failure. Fi technician identified that the ac led indicator was turned on; however, the ventilator went ventilator inoperative with error code message of air valve liftoff failure when the ventilator powered up from backup battery and deliver breaths. Further inspection of the power supply using the oscilloscope to trace an open fuse at f2 . Fi identified that the f2 was opened at the end cap, which prevent the blower assembly from booting up due to the lack of power. Fi technician removed the f2 and replaced with a new one. Power supply was re-installed and re-tested. The ventilator run for approximately two hours with no errors generated. The blower motor assembly was installed into the fi test ventilator with the repaired customer returned power supply and returned bmc. The ventilator was booted into normal mode and the ventilator powered up from ac and delivered breaths. Ac led indicator was activated correctly as well as the blower cooling fan and blower were functioned correctly. The ventilator cycled the power while operating on ac with no errors were generated. The ventilator powered up from backup battery power and it delivered breaths. The blower cooling fan and blower were functioned correctly. The ventilator cycled the power while operating on the backup battery power with no errors generated. The ventilator then power up from the external battery power and it delivered breaths. Blower cooling fan and blower were functioned correctly. The ventilator cycled the power while operating on the external battery power with no errors generated. The blower remains active while running the ventilator on external battery to depletion with no errors generated. Fi technician re-attached the ac source to the fi test ventilator. Fi technician re-charged the fi test backup battery and external batteries. The bmc, repaired power supply, sensor board, and blower assembly were run for an extended period of one hundred twenty hours of operation. No errors were generated. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to open f2 fuse in the power supply. There were no failures identified on the returned bmc, sensor board and blower assembly.

Event description:
The customer reported that the ventilator alerted in operation during pre-use check. Reportedly, the unit went ventilator inoperative. There was no patient involvement.